Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "pembrolizumab volume prior to flush: 98.8tvi: 123.8 duration: 41 mins (restarted multiple times due to air in filter during flush) port." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.